Manufacturer narrative:
No return of the product yet. Waiting for product return in order to proceed to product evaluation. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : inferior plate seemed to be rotated 90°. According to the reporter: it was a one level surgery (c6-c7). After inserting the implant, the surgeon noticed on lateral x-ray that the inferior plate seemed to be rotated 90° (x-ray image has been provided and was taken with the inserter still attached to the peek cartridge). The surgeon then took out the implant and put in a new one (different size, 15x17xh7). No harm to the patient. Delay 10 min. Additional information requested to the reporter to clarify some points. Investigation in progress.

Manufacturer narrative:
No return of the product yet. Waiting for product return in order to proceed to product evaluation. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : inferior plate seemed to be rotated 90° according to the reporter: it was a one level surgery (c6-c7). After inserting the implant, the surgeon noticed on lateral x-ray that the inferior plate seemed to be rotated 90° (x-ray image has been provided and was taken with the inserter still attached to the peek cartridge). The surgeon then took out the implant and put in a new one (different size, 15x17xh7). No harm to the patient. Delay 10 min. Additional information from reporter provided on january 4th and 19th 2019: no foreign body left in the patient body; patient is doing fantastic after putting in a different implant; surgeon had to clean up the endplates after removing the first faulty implant so that called for a bigger implant height; the depth stop adjustment was set initially at zero; implant properly loaded on inserter; disc space was under distraction; surgeon did not encounter resistance while inserting prosthesis (no more than usual); prosthesis not inserted with an angle or a rotational move; no difference in surgical steps between the first and the second implant; surgeon did not use the mobi-c no touch level; the surgeon used the mobi-c distraction forceps. Waiting for product return and additional x-rays from reporter.

Manufacturer narrative:
This medwatch is submitted to send the results of the investigation. Product has returned to the manufacturer in condition making evaluation imposible. No visual analysis could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event (appendix 6a to 6d). Based on the information provided, the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event is not known but a hypothesis of user error is made. The implant should have been placed poorly. Additionally, no confirmation of the use of mobi-c touch level during surgery was received. Thus, as mentioned on surgical technique, it is necessary to use this instrument in order to see if there is no rotation of the implant. The investigation found no evidence to indicate a device issue. Root cause is unknown with hypothesis of user error.

Event description:
Mobi-c p&f us : inferior plate seemed to be rotated 90°. According to the reporter: it was a one level surgery (c6-c7). After inserting the implant, the surgeon noticed on lateral x-ray that the inferior plate seemed to be rotated 90° (x-ray image has been provided and was taken with the inserter still attached to the peek cartridge). The surgeon then took out the implant and put in a new one (different size, 15x17xh7). No harm to the patient. Delay 10 min. Additional information from reporter provided on january 4th and 19th 2019: no foreign body left in the patient body, patient is doing fantastic after putting in a different implant. Surgeon had to clean up the endplates after removing the first faulty implant so that called for a bigger implant height. The depth stop adjustment was set initially at zero. Implant properly loaded on inserter. Disc space was under distraction. Surgeon did not encounter resistance while inserting prosthesis (no more than usual). Prosthesis not inserted with an angle or a rotational move. No difference in surgical steps between the first and the second implant. Surgeon did not use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. Product has returned to the manufacturer with non conforming decontamination form. Visual examination cannot be performed.